Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon interrogation, atp therapy was noted where noise triggered ventricular fibrillation episodes. Lead revision was performed and the lead was capped. No lead externalization was noted during revision.